Event description:
Related to MFR report #2183959-2011-00251; 2183959-2011-00253. "On or about (B)(6) 2009, the patient was implanted with an elevate posterior and two other surgical mesh devices to treat pelvic organ prolapse and stress urinary incontinence." After, and as a result of, "the implanted devices, it was reported that the patient experienced "extreme" pain, erosion of her internal tissues, and dyspareunia.

Manufacturer narrative:
Should additional information become available, regarding this event it will be re-evaluated and a follow-up report will be sent.